Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient had ¿periods of somnolence and staring off into space,¿ which is why the patient was ultimately hospitalized. The patient suspects that there is a problem with the pump. According to hcp, dye and rotor studies were done demonstrating a patent catheter and no motor stalls in the pump logs. The rep did not examine the logs, and they were not present for any of the other interventions. The rep was asked by the hcp to meet the patient in the hospital where he was an inpatient to stop his pump. The nurse practitioner actually stopped the pump, but the rep came to provide technical support. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Interventions/actions included medications were changed, decreased and finally preservative free normal saline was installed in the pump. The issue was not resolved at the time of the report. The device status was listed as ¿implanted ¿ out of service.¿ surgical intervention had not occurred, it was planned, but it was not scheduled. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.